Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Potential causes were identified and reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. During filling with circulation pump command (cpc) was at 100 percentage, the inlet pressure (ip) was less that -1.0 psi. Per additional information updated from ttm on 18nov2025, biomed stated devices sent down noting pump errors. The biomed emptied devices but neither device will fill. Wanted to send in for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. During filling with circulation pump command (cpc) was at 100 percentage, the inlet pressure (ip) was less that -1.0 psi. Per additional information updated from ttm on 18nov2025, biomed stated devices sent down noting pump errors. The biomed emptied devices but neither device will fill. Wanted to send in for repair.